Manufacturer narrative:
G4: 13apr2020. B4: 15apr2020. The customer stated that there was no device malfunction and the problem was due to user error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
The customer reported an unknown vent alarm. The device was not being used for treatment when the reported event occurred, and there was no patient involvement.